Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired. The cause of expiration was noted as acute right middle cerebral artery stroke. No further information was provided.

Manufacturer narrative:
Approximate age of device - 2 months. The device is not available for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
Additional information: a full evaluation of the device could not be conducted because it was not returned by the hospital. A correlation between the device and the reported stroke could not be conclusively determined. The instructions for use lists stroke as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported by the vad coordinator that the pump was not explanted. The patient had had a headache, and difficulty walking the day prior to admit. The patient came into the hospital for facial droop. Revascularization in the operating room was attempted, global edema post, declared brain dead, was able to be an organ donor per her wishes. Patient had no history of previous stroke or coagulopathy issues. No log files available around time of event. International normalized ratio was 1.9 at time of admit, no significantly abnormal labs.